Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump did not delivered bolus. The customer checked alarm history and found that insulin pump received bolus not delivered alarm. The customer reported that he did not getting any alert even after insulin pump suspended for 3 hours. The troubleshooting for audio anomaly was performed. The customer stated that he had issue with beep. Customer reported that they did hear beeps when audio volume settings were saved and also hear the differences between the two audio or sound beep volumes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.